Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine testing, it was discovered that the craniotome device ran hot, ¿ re band.¿ the event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the device passed all operational specifications. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the tip was drilled into. It was determined that the issue was consistent with failure to follow the directions for use. Thus, when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. The attachment device was forced into position which placed the distal tip of the burr device in compression. At that point, the tip of the burr device was in direct contact with the neuro tip of the attachment device. When the drill device was started, the burr device drilled into or through the neuro tip. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.